Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom infection is a known risk associated with inflatable penile prosthesis (app) procedures and is noted as such in the app instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the app instructions for use (IFU) was reviewed. The patient symptom infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure involving a previous ambicor penile prosthesis (app) due to infection in the scrotum. A new tactra device was implanted. No further information was reported.